Manufacturer narrative:
H.6 investigation summary the complaint investigation for discrepant results with the bd max¿ vaginal panel (ref. (B)(4)) lot 2203899 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max vaginal panel indicated that the lot 2203899 was manufactured according to specifications and met performance requirements. Customer complained about a positive result for bv and cgroup targets on one patient sample tested with the bd max¿ vaginal panel kit. Customer provided several runs for investigation but mentioned in the complaint text the sample in run #447 position a6, thus only this run was analyzed. Manual pcr curve adjudication was performed of this sample showed true amplifications of the bv targets without anomaly. The same was observed for the cgroup positive result, the amplification curve presented no anomaly. This sample seems to be a true positive sample for bv and cgroup targets. Based on the data and information provided, the customer¿s positive results appear to be true positive results. Overall, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max vaginal panel lot 2203899. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using the bd max¿ vaginal panel that there was a false positive. The following information was provided by the initial reporter: quantity received and quantity affected: 1 was this issue involving patient or nonpatient samples? 1 patient sample is affected max (B)(6) false pos.

Manufacturer narrative:
Common device name: vaginitis and bacterial vaginosis nucleic acid detection system. Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ vaginal panel that there was a false positive. The following information was provided by the initial reporter: quantity received and quantity affected: 1. Was this issue involving patient or nonpatient samples? 1 patient sample is affected. Max 443712_2203899 false pos.